Event description:
The customer reported issues with air bubbles in the infusion set tubing, which were observed during pumping. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set rather than the cartridge, and the large air bubbles were eliminated. The customer confirmed understanding and successfully resumed insulin therapy.